Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe had foreign matter. The following was translated from japanese to english: this is a complaint about water (medicine) adhered to the product before use. In response to an inquiry from a veterinary hospital, the patient said that the drug had been in the animal before it was used. I would like to know if there are any examples like this.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe had foreign matter. The following was translated from japanese to english: this is a complaint about water (medicine) adhered to the product before use. In response to an inquiry from a veterinary hospital, the patient said that the drug had been in the animal before it was used. I would like to know if there are any examples like this.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-jan-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 8th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone used for lubrication and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.